Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on november 29, 2021.

Manufacturer narrative:
This report is submitted on june 25, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. The patient was hospitalised and placed under general anaesthetic on (B)(6) 2021, in order to explant the device. The patient was also treated with intravenous antibiotics as a prophylactic, and was reimplanted with a new device during the same surgery.